Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Event description:
The device was implanted via l-p shunt to a patient. Doi and the initial setting pressure are unknown. In mid-august, the surgeon tried to change the setting pressure but he could not even by using neodymium, though it could be changed without problem 3 months ago. Since the patient's condition was getting worse (gait disorder), the device was replaced with the same new product on (B)(6) 2015. The patient is currently being followed. It was reported that the pressure of the removed valve could be changed after flashing. He requests a detailed investigation by disassembling the valve.

Manufacturer narrative:
Upon completion of the investigation it was noted that the position of the cam when valve was received was 110mmh2o. The valve was visually inspected: needle holes in the needle chamber were noted. The valve was tested for programming. The valve passed the test. The valve was irrigated with purified water. No occlusion was noted. The siphon guard was irrigated with purified water, no occlusion was noted. The catheters were irrigated with purified water, no occlusion was noted. The valve was dried. The valve was leak tested, only leaked from the needle holes in the needle chamber. The siphon guard was removed. The valve was then pressure tested, the valve passed the test. Review of the history device records confirmed the valve product code ns9008 with lot cmkby8, conformed to the specifications when released to stock in 23rd september 2011. No root cause could be determined as the problem reported by the customer was not confirmed. The valve functions. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.